Event description:
Related manufacturer reference number: 2017865-2025-27615. It was reported that right atrial (ra) and right ventricular (rv) lead exhibited noise/oversensing. Insulation damage was observed on both leads. Both leads explanted and replaced successfully. Patient stable before during and after procedure.

Manufacturer narrative:
A complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Visual examination of the lead found an external insulation abrasion breaching the outer insulation exposing the outer coil at proximal region. The cause of reported events was due to external insulation abrasion that exposed the outer coil in the abrasion zone consistent with friction to the device can.